Event description:
It was reported that the patient presented in emergency room (ER) with intermittent non-capture, and a rising trend in capture threshold of their right ventricular (rv) lead. Reprogramming was completed until the physician decided to completely remove the implantable pulse generator (ipg) system. A new ipg system was implanted on the right side. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).